Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, "¿serious external skin changes," and "open weeping sores with significant pain."

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, serious external skin changes, and open weeping sores with significant pain." Device has been explanted.